Manufacturer narrative:
The insulin pump was received with operating currents within specification. No battery out limit alarms noted. The insulin pump passed the rewind basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery and error alarm confirmed in the history file. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform error test, occlusion test and excessive no delivery test due to motor error alarms. The insulin pump was received with cracked case at display window corners, minor scratched lcd window, partially broken reservoir tube lip, cracked battery tube threads and missing reservoir tube lip o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a motor error alarm. The customer reported that the insulin pump was dropped and there were two visible cracks near the reservoir compartment and the battery compartment. The customer reported an after battery change error alarm on the device after installing a new battery. The customer reported a battery out limit alarm. The customer's blood glucose level was unknown, however the customer reported recent blood glucose levels ranging from 71 to 123 mg/dl. The customer reported treating the low blood glucose levels by eating food. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.